Event description:
In 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The medical affairs specialist mailed a letter to the patient, since she could not be reached by telephone on two separate days. The patient reported that the meter would not power on but it is not known when the issue started or what the duration of the issue was. On an unspecified date/time, the patient attempted to test on the reported meter but was unsuccessful. She administered self-care by taking a dose of oral diabetes medication. The patient indicated that she took a dose of two "[clindamycin]" 150 mg tablets. At the time of concern, the patient had symptoms of blurred vision, nausea, and fatigue. One june 2, 2006, the patient received assistance from an emergency room (ER). The ER obtained a reading of "280 mg/dl" from the patient using an unidentified device. The patient was treated with additional unspecified oral medication for diabetes. Another reading of "386 mg/dl" was reported but it is not known when the reading was taken or what device was used. It would have been helpful to know the following information: when did the issue start, when did the symptoms start, what is the patient's medication/treatment regimen, and did the patient follow the regimen during the time of concern. In addition, it would have been helpful to know what treatment the patient recived in the ER, how long did she remain in the hospital, what other health conditions she has, and if she tried treating the symptoms. The customer care advocate (cca) noted that the pt did change the meter's battery per the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter, developed symptoms, received an elevated blood glucose reading in an ER, and was treated for hyperglycemia. The power issue was not resolved.

Manufacturer narrative:
D4: information not provided. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. D-4, "other #" 1-av-1086.